Event description:
Sternal reconstruction plates were implanted during a revision of a non-union post coronary artery bypass grafting. Six mos post implant, pt noticed some movement and an x-ray showed the plates had broken. Plates were removed and pt was closed with pectoralis myocutaneous flap. One of two reports on the same incident.

Manufacturer narrative:
This info was not provided during initial report nor in add'l info received. Investigation could not be concluded, no conclusion could be drawn. Review of mfg records could not be requested without a lot number or return device sample. Date of MFR cannot be determined without a lot number or return device sample.